Manufacturer narrative:
Investigation summary: the customer reported issue was "it was reported that the device did not recognize the dose control. The customer tried two different dose hand controls, but they were not recognized by this pca pump". The customer reported issue was able to be replicated through remote dose test. The cause of the reported issue was a damaged remote dose connector and pwa (printed wireless assembly) board. The reported issue was resolved by replacing the pwa board. Upon further investigation, found the dso (downstream occlusion) seal was delaminated, and the battery door was missing. The device was repaired by replacing the dso seal. Performed dso/uso (upstream occlusion) sensor calibration. Reloaded software. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device did not recognize the dose control. The customer tried two different dose hand controls, but they were not recognized by the pump. However, both dose cords were recognized when tested on another pump. The event occurred at the hospital. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: upon further investigation, found the dso (downstream occlusion) seal was delaminated.